Manufacturer narrative:
Device was not returned for evaluation. A review of the device history records (DHR) found no nonconformities or anomalies related to this complaint. The investigation is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, the intraocular lens (iol) was decentered one day after it was implanted. The patient noticed a decrease in vision. After two years, the patient had a bleb revision and a foreign body removal was performed. The iol was removed and replaced with another iol of the same model and diopter in the anterior chamber, approximately four months after the surgical intervention the patient's outcome is good.

Event description:
Additional information was received. The lens was implanted in the sulcus without any suturing. The second silicone lens was implanted in the anterior chamber and no zonular weakness was reported. The patient has history of optic disc [optic nerve damage due to] primary open angle glaucoma.

Manufacturer narrative:
Updated b5, g3, h10./11. Additional information was received indicating the patient has history of optic disc [optic nerve damage due to] primary open angle glaucoma. Therefore the device causality is unrelated. This event does not meet reportability requirements and is no longer deemed reportable.